Event description:
It was reported to contemporary products, inc. On 07/12/99 that: "pt was transferring regulator to a new cylinder. He opened the valve and a piece of the regulator flew off and hit him in the hand." Reported by chad therapeutics.